Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The physician believes that the explanted ipg and leads were defective.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The physician believes that the explanted ipg and leads were defective.

Manufacturer narrative:
Device evaluation indicated that the device passed the functional test and revealed no anomalies. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 11:42 am CT. The report number is being corrected from: 3006630150-2018-62278 to: 3006630150-2018-02362.